Event description:
Ous MDR - after an implant duration of about 10 weeks a lead dislodgement was reported. No adverse patient side effects were reported. The lead was explanted.

Manufacturer narrative:
Upon receipt, the lead was found dissected some 9 cm distal to the is-1 connector pin. Both lead fragments were returned for analysis. It is reasonable to assume that the lead was dissected in the course of the surgery. The lead fragments were extensively analyzed. The inspection revealed a deformation of the outer coil and cuttings of the insulation, which most likely resulted from the explantation procedure. The blood residuals in the lumen of the lead were presumably introduced with a stylet during the surgery. In the course of the analysis, no deviations were noted which might be related to the clinical observation as mentioned in the complaint description. In addition, the quality documents associated with the manufacture of this particular device were re-investigated. There was no sign of any inconsistency during production and final acceptance test. The analysis did not reveal any sign of a material or manufacturing problem.